Event description:
Account reported patient received unreported intervention and was on anti-platelet aggregates. Vasc band was applied and the patient developed a hematoma proximal to the vasc band. A second vasc band was applied. When patient experienced a coughing spell, the hematoma ruptured resulting in two lacerations on the patient's wrist.

Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.